Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump (iabp) had a catheter constriction with a damaged power cord. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, d10, g3, g6, h2, h3, h11.